Event description:
It was reported that an infection developed time after the surgery was performed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the available information, the root cause for the "loosening" or the "infection" cannot be concluded. Should any relevant clinical/medical information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.